Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The customer loads the loose tips into racks then loads them of the 2000. The tips are purchased in bulk from tosoh p/n 019215. The most recent purchase was in jan 2017. They are stored in a cabinet however as the bag volume is used, the opened bag is stored in a drawer. The person that the fse was showing the bent tips within the open bag was not aware of any process that indicates discarding defective tips prior to loading the racks. The open bag had significant number of bent tips; about 1 in 3 were defective. The fse will attempt to retrieve an unopened bag for comparision and return it to the ssf office for inspection. The customer also reported unreported clot detection errors. Submitted non-conforming product report and notified national service manager.

Event description:
On (B)(6) 2017 the customer reported b12 patient result discrepancies with their aia-2000 analyzer. Customer reported that historical results for the same patients are much higher. Same-day reruns of the same patient sample also result much higher. Upon visual inspection of the customer's sample tips several were found to be damaged or partially blocked. This complaint was deemed to be reportable due to a potentially discrepant patient results. On (B)(6) 2017 customer called and b12 patient results still fluctuating. Customer recalibrated all new b12 reagents sent by tosoh but error persist. Same patient repeated three times and result (B)(6). Fse renotified. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.